Event description:
The customer observed an increase in architect havab-m patient results when reagent lot 04149li00 was in use. The issue was resolved when the customer changed to a different lot of havab-m reagent. The elevated patient result was not reported out of the laboratory, therefore, there was no impact to patient management.

Manufacturer narrative:
No consequences or impact to patient. High test results. Results: cross contamination was identified as a potential cause. Conclusion: insufficient active antigen is being coated on the microparticle with the current microparticle manufacturing process. An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual (B)(6) results rate was detected on (B)(6) 2009. The investigation revealed the most probable cause for the increase rate of (B)(6) results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false (B)(6) results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.